Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the surgeon had to convert to an open procedure due to the size of the pt's gallstones. After the surgeon opened he discovered an object adherent to the under side of the left lobe of the liver. The surgeon removed the object and went on to finish the procedure without incident. The surgeon stated the object was from a previous surgery the pt had earlier the previous year. The pt had laparoscopic nissen in may 1998 and some type of laparoscopic gynecological procedure earlier in the year.